Event description:
Reporter indicated that patient had original pulse generator explanted back in 2002 due to an infection. No further information available at this time. Good faith attempts for both further information and the return of the explanted device are currently being made.

Manufacturer narrative:
Manufacturer reviewed device sterility records. Device sterility of pulse generator confirmed prior to shipment.